Manufacturer narrative:
Continuation of d10: 439888 lead, implanted: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient was concerned about the function of their cardiac resynchronization therapy pacemaker (crt-p). The patient observed, a low pulse rate in the forty beats per minute (bpm) range, which was lower than the expected settings. The patient expressed fear of sleeping, due to the low pulse rate and considered calling an ambulance. It was noted, that the patient's heart rate had never been this low with the previous device. There was a discrepancy in the communicated low rate setting. With the surgeon stating, it was sixty bpm and a nurse stating, it was fifty bpm. The crt-p remains in use. No further patient complications have been reported, as a result of this event.